Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller would be replaced due to power cables rubbing together with no resolution after rescue tape was applied. It was noted that the patient was known to be very active and showers frequently.